Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 333mg/dl. The customer's levels had been over 500mg/dl. The customer states they treated with pump. The customer states they did not have time to troubleshoot at the time of call. The customer states they would call back at a later time.